Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00492. It was reported that the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00492. It was reported that the implanted leads have migrated and the patient is not receiving adequate relief from the system. Migration was confirmed with x-ray. Patient reported that the migration may have been caused by trying to catch a weight the patient had dropped. Due to the issue, surgical intervention may take place.

Event description:
Device 2 of 2: MFR. Reference report: 3006705815-2019-00492.